Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s screen was cracked while remaining fully responsive and functional. Symptoms included no reported adverse health effects. Outcomes included no impact on therapy and no need for medical attention or hospitalization. Investigation included a review of the reported condition and customer education on the replacement process under warranty. Investigation of this case revealed damage consistent with an external, mechanical impact to the display assembly without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.